Manufacturer narrative:
Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2021 due to an infection at the ipg site. Surgical intervention took place on (B)(6) 2021 wherein the system was explanted.